Event description:
Customer complaint. The walker had lost a rear wheel. The customer asked etac to examine the walker. No injury was reported.

Manufacturer narrative:
The wheel had come off during handling of the walker. No user was involved. The circlip that prevents the wheel from falling off was loose, but undamaged behind the wheel cap. The wheel axles of the walker were according to specification. Etac ref. No. (B)(4).